Manufacturer narrative:
The product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. The instructions for use state: hold alarm vertically upside down to prevent battery spring from bending during battery installation. Insert four new "aa" alkaline batteries. Take care not to damage battery contacts. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. (B)(4).

Event description:
Customer reported that the alarm works intermittently. The customer has replaced the batteries. Customer also reported that the alarm was tested with other sensors. The customer reported that the battery springs were bent and he attempted to fix it, but was unsuccessful. The customer did not provide a date when this was reported. No patient incident or injury was reported.